Manufacturer narrative:
(B)(4). Initial report sent: 1/7/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a bravo capsule was placed in patient on (B)(6) 2015. Patient returned to the hospital for an egd which showed capsule still in place. Physician removed capsule on (B)(6) 2015 using a cold snare and noted a small wound at the site of capsule placement. No further information was provided.